Event description:
It was reported that during the night shift rounds, urine was confirmed to have flowed into the tube. Furthermore, the bladder temperature parameter display was abnormal at 35 degrees, so the tube was pointed towards the urethra to check, and they discovered that the foley catheter balloon had deflated and fell out. There was no urethral damage. Water was poured into the tube to inflate the balloon, but it did not expand and water dripped out. A new 14fr with temperature sensor was inserted again. No hematuria and there was no reported patient injury. Per follow-up information received via ibc on 30dec2024, stated that it was unknown any damage to catheter balloon.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: directions for use: carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the night shift rounds, urine was confirmed to have flowed into the tube. Furthermore, the bladder temperature parameter display was abnormal at 35 degrees, so the tube was pointed towards the urethra to check, and they discovered that the foley catheter balloon had deflated and fell out. There was no urethral damage. Water was poured into the tube to inflate the balloon, but it did not expand and water dripped out. A new 14fr with temperature sensor was inserted again. No hematuria and there was no reported patient injury. Per follow-up information received via ibc on 30dec2024, stated that it was unknown any damage to catheter balloon.